Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented, one day following lasik surgery, with trace diffuse lamellar keratitis in the left eye. The pt reported that her vision was blurry. A completed questionnaire was received which indicated, the event had resolved with increasing the dosage of topical steroid drops. In the doctor's opinion the device did not cause or contribute to the event.